Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high undefined pacing impedance on the right ventricular (rv) lead. The physician considered replacing the lead as a lead fracture or loose pin could not be confirmed by an x-ray. At a pre-procedure check, a noise-like event was confirmed and the threshold increased on the rv lead. During the procedure the device was removed and a loose pin was not confirmed. The rv lead was removed from the header and examined, the impedance and threshold were noted to be normal. Movement of the rv setscrew was visually confirmed, however, there was no problem with the setscrew itself. When the rv lead was connected back to the device, there was no issue with the impedance and threshold values. It was noted that the setscrew may not have been initially set properly. The physician chose to close the pocket and the device and lead remain in use. No patient complications have been reported as a result of this event.